Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the patient complained of palpitations, and the right atrial (ra) lead exhibited high thresholds. The lead was found to have dislodged. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.